Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor pcb and isolation transformer were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
It was reported that the system shut down without command and exhibited an error. No patient serious injury or death was reported related to this event.